Event description:
The customer reported that the system was mixing pt images. (Data mix). There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was reformatted and the configuration and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.